Manufacturer narrative:
The one step CPR complete electrodes used during the event were not available for evaluation. No pictures of the original electrodes were made available for review. Our investigation was run solely on the findings of retained sample testing of the same lot number (3019b) of the electrode pads used during the event. At no time during our investigation did the electrode pouches exhibit any difficulties during the opening of the electrode package and did not cause the wire to separate. The retained samples were tested and passed all electrical testing including the readiness and 30 joule self testing. A visual inspection confirmed that the retained samples were assembled correctly. Based on our investigation of the retained electrodes, it was concluded that the electrodes were assembled according to specification and did not duplicate the customer's report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received. (B)(4).

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), excessive force was needed to open the electrode pads that caused separation of the wire, which delayed the cardioversion procedure. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.